Event description:
It was reported the pt (B)(6) was no longer feeling stimulation. Fluoroscopy was used to view the system and it was noted that the scs lead extension appeared to have been stretched. The lead extension was removed and replaced which resolved the issue.

Manufacturer narrative:
Evaluation: results: the complaint regarding no stimulation was confirmed: as received, all the wires in the returned (B)(4) extension headers are broken and the wires have pulled back into the strain relief. This failure is typical of a severe overstress condition. No functional testing was performed due to the broken wires. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.